Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is sticking.as stated on the repair statement additional malfunction on this device: power switch has no alarm.